Event description:
It was reported that during implant of the atrial and ventricular leads it was difficult to access and place the leads due to the patient's anatomy. It was also reported that following implant the patient was transferred to intensive care for recovery and an x-ray was taken as a control for future reference. The x-ray revealed that the atrial lead had dislodged. The atrial lead was successfully repositioned after several attempts and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.